Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the reported issue was confirmed. During troubleshooting, it was identified that the o2 gas module was the cause of the issue, and it was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the reported issue with the failed internal leakage test, but also that the device had failed the safety valve test during the pre-use check. The replaced o2 gas module was returned for further investigation. A visual inspection of the returned gas module revealed no abnormalities. The gas module was then installed in a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for three days without generating any alarms or errors. Following the ventilation period, several pre-use checks were conducted, all of which passed. The conclusion is that the device failed to meet its specifications during the reported event. The reported issue could not be reproduced at the manufacturing site; therefore, no definite cause for the reported issue can be established.